Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check, the cs100 intra-aortic balloon pump (iabp) experienced an auto-fill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse checked the machine and found machine working with balloon and trainer. No problems detected. Demonstrated to user about iab and its functions. Handed over the machine in good working condition.

Event description:
N/a.